Manufacturer narrative:
Updated fields: b4, e1 (initial reporter name, mail ID), g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion), h11. Corrected fields: h6 (medical device). Due to characterization limit e1 initial reported name: (B)(6). It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had a screen malfunction. There was no patient involvement reported and no injury or harm reported.. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they found the screen showing flickering images. They cleaned the connection points on the display circuit board and tested functionality. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6). Publ a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check the cs100 intra-aortic balloon pump (iabp) had screen malfunction. There was no patient involvement.